Manufacturer narrative:
Medwatch field b1 was updated.

Manufacturer narrative:
This event occurred in (B)(6). The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results for 3 patients using 3 coaguchek inrange meters serial number (B)(4), (B)(4), and (B)(4) using two strip lots compared to a laboratory result using a neoplastin reagent. The nurse who trained the patients was found to have poor technique. They have 23 other patients who received inrange devices and were trained by other nurses and there have been no other issues. A "new lanced site was used for each fingerprick test". The second strip lot used is lot 43492511, expiration date: 30-apr-2021. The patient's therapeutic ranges were not provided.